Event description:
A customer reported an unexpected negative reaction with capture-r ready-screen 3 (crrs 3) on the echo instrument.

Manufacturer narrative:
Review of result images: cell 1 gave a negative result, however, visibly well positive with adherence to the monolayer. Cell 2 gave a negative result, however, visibly displays minor adherence and some fuzziness around the cell button. Cell 3 gave a negative result, however, visibly well positive with adherence to the monolayer. Positive control visibly positive at 4+ and visibly 4+. Though resulting negative, reactions appear positive. The sample appeared positive for all cells run in capture but was interpreted as negative. Customers were made aware that all negative antibody screening and identification results on the echo are to be visually inspected prior to release of results. This issue was communicated to customers in technical communication (B)(4) dated (B)(4) 2009.